Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "sensor ended" message after 5 days of wearing the adc freestyle libre 2 sensor. Customer was unable to check glucose and experienced symptoms described as "shaking, dizziness, increased heart rate" and seizure. Customer had contact with healthcare provider and received unspecified treatment for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported receiving a "sensor ended" message after 5 days of wearing the adc freestyle libre 2 sensor. Customer was unable to check glucose and experienced symptoms described as "shaking, dizziness, increased heart rate" and seizure. Customer had contact with healthcare provider and received unspecified treatment for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: serial no) has been updated to (B)(6) from (B)(6) based on the returned product. (Expiration date) & (device manufactured date) have been updated based on returned product download. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor found to be in state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The sensor was reprogrammed to perform sim vivo testing (simulation of the electrical signal produced by the sensor tail) while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. The dhrs (device history review) for the libre sensor and sensor kit were reviewed and showed the libre sensor and sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.